Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. An unspecified high sensor scan was obtained and the customer had a seizure and was treated with glucagon injection. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. A corrected device serial number was provided by customer and as such sections d4 serial no, d4 expiration date, h4 device mfg date were updated to reflect this.

Event description:
A high reading issue was reported with the adc device. An unspecified high sensor scan was obtained and the customer had a seizure and was treated with glucagon injection. No further information was provided. There was no report of death or permanent injury associated with this event.